Event description:
The patient reported she underwent surgical intervention to explant her scs system(date unknown) because she lost the ability to ambulate. The patient alleges the lead became part of her spinal column. The patient reports she has regained some of her ability to ambulate, although she is primarily in a wheelchair. The implant dates are unknown for the following devices: model 3716: ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.